Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states the user should advance the catheter into the vein and into the heart until the ECG shows contact with endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy. The pacel bipolar pacing catheter IFU states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
During a tavi procedure on (B)(6) 2017 with a portico valve a pacel flow directed pacing catheter perforated the right ventricle and an effusion occurred. The effusion was diagnosed by a drop in the patient's blood pressure and an echo. A pericardial drain was used. The patient's hemodynamics recovered and the patient was stable. The patient was sent to surgery were the perforation was surgically closed and an aortic valve was placed. On (B)(6) 2017 the patient developed a hemothorax and passed away.